Event description:
Nellcor puritan bennett received a call from representative of ahr medical reps on 09/19. Ahr medical reps called to report the following problem: unit is alarming when it should not and isn't alarming when it should. No pt harm.